Event description:
It was reported that during a robotic lobectomy procedure, the first initial firing was suspect. The surgeon commented that staple line didn't look great and there was some bleeding. The cartridge was replaced and then device was placed on the pulmonary vein. Upon the tech firing the device the handle seemed to move very little and the device appeared to be stuck on the pulmonary vein- with no idea how far the blade had advanced. The robotic case immediately went to an open case and the device was carefully removed off the vein. It appeared that the knife blade did not reach the tissue as the device malfunctioned.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing additional followup: how many staples deployed?3. What was the staple form?half closed and resting on the pulmonary vein- did not appear to go into the vessel. What was the surgeon firing on?pulmonary vein. How long has the surgeon been using the device?don't know- I do know they use this device often and have been for months if not years. How was the device prepared and handed off to the surgeon?it was prepared as instructions dictate- by a scrub nurse and under supervision of the rep. Was the device rinsed between firings?yes. Has the user been inserviced?yes- user was very experienced. How long has the user been using the device?don't know exactly- user told me he's used this device quite often. How is the patient?well to the best of my knowledge. Is the patient expected to have a full recovery?yes- to the best of my knowledge. The analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened properly during testing.